Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery on (B)(6) 2018, for treatment of a thumb bone fracture. The patient was implanted with one (1) h plate from the modular hand system and seven (7) unknown screws from the modular hand system. Approximately one week postoperatively, the patient had a fall in his bathroom. The h plate that was originally implanted was reported as broken. The plate was not reported as being broken at a screw hole position. The screws were reported as not having any issues. On (B)(6) 2018, the surgeon removed all implants and revised the patient to a modular hand plate and screws. It was reported that no fragments were generated during implant removal. Revision surgery was completed successfully with no time delay. The patient is reported in stable condition. Concomitant devices: screws (part# unknown, lot# unknown, quantity 7). This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).